Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (stent dislodged during use of the device).

Event description:
An attempt was made to use a scuba peripheral stent to treat a concentric lesion in the femoral artery with 75% stenosis. Lesion was pre-dilated. The device was inspected before use and no abnormalities were noted. Resistance was experienced when loading the device onto the guide wire, through the hemostatic valve and into the introducer sheath. It was reported to be not easy when advancing the stent to the lesion and the stent became loose on the balloon. The stent system was completely removed without issue. No intervention was required. The case was completed with another stent. No clinical sequelae were reported. Evaluation summary: the stent was dislodged proximally. The crossing profile of the stent was within specification in the middle and at the distal end. The crossing profile at the proximal end was out of specification due to the stent dislodgement. The balloon heat setting marks were clearly visible close to the markerbands. Stent crimping marks were identified on the surface of the balloon.